Event description:
Reporter has used contact lenses for five years. He bought the renew contact lens solution and used it for two days. He woke the following day with irritation in the right. He took the lenses out and put in new contact lenses and noticed a yellowish discharge the next day. He went to see an ophthalmogist who diagnosed an eye infection. She is supposed to see the ophthalmologist today.